Event description:
The rptr stated that the lens has created protein accumulation after operation. An adverse reaction was noted, but noted specified. Add'l info has been requested but not yet rec'd. If any add'l info is obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4), protein accumulation on the lens, (B)(4).